Event description:
It was reported that an em2400 valve set leaked. The issue was identified during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between april 11, 2021 - april 13, 2021. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by installing the valve set sample onto a compounder and a lipid leak was not observed during testing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.